Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter was gave readings of 485 mg/dl, 435 mg/dl and a lower reading of 83 mg/dl. The difference in the readings was determined to be clinically significant. No decisions to treat were reported. The meter will be returned to nova biomedical for evaluation.